Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation revision with a 750cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, the mentor failure analysis lab has received the device for evaluation. It was determined that the impacted device for this complaint was an 800cc mentor smooth round moderate plus profile saline breast prosthesis. The catalog number has been updated to 3502800. The lot number has been updated to 7621275. All relevant fields regarding the device information has been updated to reflect this information. On october 26, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 800cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold, measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed for lot number 7621275, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).